Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the access immunoassay system for three pt samples. The initial results were: 0.59ng/ml, 0.74 ng/ml, and 0.73ng/ml for pts a to c respectively. The samples were reproduced upon reflex and results of 0.56ng/ml for pt, a, 0.74ng/ml for pt b, and 0.73ng/ml for pt c were reported out of the lab. The physician questioned the elevated results and the original samples were re-tested for accu tni. Repeated results were "normal" for all 3 pts and corrected reports were submitted. Customer has reported that one pt's treatment was changed due to the erroneous accu tni result, but details were not provided.

Manufacturer narrative:
Qc is run once per day and was in range before the event. Qc was re-run after the event and was out of range high. Customer removed aspirate probes and discovered one probe was clogged with a fibrin clot. They cleaned all 3 probes and then performed a system check and qc; all results passed within specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse verified the instrument which was performing within specifications. A blocked aspirate probe may have contributed to this event. A malfunction will be assumed for the purpose of this report.